Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2004, osteopenia, blood pressure high, irritable bowel syndrome, urinary tract infection, papanicolaou smear abnormal, anxiety, tonsillectomy and endometrial ablation. Previously administered products included for an unreported indication: phentermine and tylenol with codeine. Past adverse reactions to the above products included multiple allergies with tylenol with codeine. Concurrent conditions included overweight, smoker, vomiting, shortness of breath, joint pain and sleep problem. Family history included hypertension and breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2016, ascorbic acid (vitamin c) since 2016, biotin since 2017, bupropion (wellbutrin) since (B)(6) 2013, spironolactone since 2017 and vaccinium macrocarpon (cranberry) since 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 23 days after insertion of essure, the patient experienced gastrointestinal disorder ("digestive system condition"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). On (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("lost my hair/hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), abdominal pain upper ("severe stomach pain"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/ posterior aspect of right lateral abdomen and right upper quadrant and abdomen. (Crampy, does not radiate and pain level is 5 to 8)"), fungal infection ("yeast infections"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), depression ("worsening of depression"), acne ("facial acne"), skin disorder ("skin problems"), diarrhoea ("diarrhea"), libido decreased ("decreased libido"), anxiety ("anxiety"), flank pain ("right flank pain"), rash ("skin rashes on legs"), rosacea ("rosacea"), abdominal distension ("bloating"), back pain ("severe back pain, when not menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder disorder"), weight decreased ("weight loss") and abdominal pain ("abdominal (righjt) pain"). The patient was treated with surgery (she underwent total hysterectomy and left salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain upper, fungal infection, tooth loss, depression, acne, skin disorder, libido decreased, anxiety, flank pain, rash, rosacea, abdominal distension, back pain and gastrointestinal disorder outcome was unknown, the menorrhagia, vaginal haemorrhage and abdominal pain had resolved, the alopecia, abdominal pain lower, weight fluctuation, fatigue, diarrhoea, urinary tract disorder, bladder disorder, hypoaesthesia, paraesthesia, weight increased and weight decreased had not resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, anxiety, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, fatigue, flank pain, fungal infection, gastrointestinal disorder, hypoaesthesia, libido decreased, menorrhagia, paraesthesia, pelvic pain, rash, rosacea, skin disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer lost her job due to pain from essure. Since her removal surgery, palntiff continues to experience the above-referenced symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; in (B)(6) 2013: confirming full occlusion fallopian tube. (B)(6) 2012: ultrasound uterus - impression- homogenous retro verted uterus with endometrium measuring 2 mm; bilateral essure coils are seen in uterine cornu, right ovary is absent to surgical removal; left ovary and cul de sac appear unmark able. (B)(6) 2012: ultrasound gallbladder - status post essure fallopian tube occlusion. Retroflexed uterus. Uterus is otherwise unremarkable. Bladder is partially distended and unremarkable. (B)(6) 2012 : ultrasound vaginal - and bright echo reflectors are visualized bilaterally consistent with bilateral essure fallopian tube coil placernent. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Reporter's information were updated. Event added: abdominal (right) pain. Ablation added as treatment surgery for menorrhagia.output of following events were updated from not recovered / not resolved to recovered/resolved: abnormal bleeding, abdominal (right) pain and cramping to recovering/resolving. Historical condition and historical drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("lost my hair/hair loss"), abdominal pain upper ("severe stomach pain "), fungal infection ("yeast infections"), urinary tract infection ("urinary tract infections"), tooth loss ("tooth loss"), weight fluctuation ("weight fluctuation"), fatigue ("chronic fatigue"), depression ("worsening of depression"), acne ("facial acne"), skin disorder ("skin problems"), diarrhoea ("diarrhea"), libido decreased ("decreased libido"), anxiety ("anxiety"), flank pain ("right flank pain"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating"), rash ("skin rashes on legs"), rosacea ("rosacea"), abdominal distension ("bloating") and back pain ("severe back pain, when not menstruating"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent a partial hysterectomy and left salpingectomy). At the time of the report, the pelvic pain, alopecia, abdominal pain upper, fungal infection, urinary tract infection, tooth loss, weight fluctuation, fatigue, depression, acne, skin disorder, diarrhoea, libido decreased, anxiety, flank pain, abdominal pain lower, rash, rosacea, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, alopecia, anxiety, back pain, depression, diarrhoea, fatigue, flank pain, fungal infection, libido decreased, pelvic pain, rash, rosacea, skin disorder, tooth loss, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: consumer lost her job due to pain from essure. Since her removal surgery, plaintiff continues to experience the above-referenced symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion fallopian tube. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-jul-2017: lawyer was added as reporter. In (B)(6) 2012, plaintiff underwent the essure procedure. Lab data was added. Within a few months of having the essure device implanted, plaintiff began experiencing symptoms, which included: abnormally severe lower abdominal/pelvic pain and cramping, when not menstruating; yeast infections; urinary tract infections; hair loss; tooth loss; weight fluctuation; chronic fatigue; worsening of depression and anxiety; skin rashes on legs; rosacea; facial acne; skin problems; decreased libido; bloating; right flank pain; diarrhea; and severe back pain, when not menstruating. Events outcome were unknown. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and urinary tract infection ("urinary tract infections") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2004, osteopenia, blood pressure high, irritable bowel syndrome, urinary tract infection, papanicolaou smear abnormal, anxiety and tonsillectomy. Previously administered products included for an unreported indication: tylenol with codeine. Past adverse reactions to the above products included multiple allergies with tylenol with codeine. Concurrent conditions included overweight, smoker, vomiting, shortness of breath, joint pain and sleep problem. Family history included hypertension and breast cancer. Concomitant products included alprazolam (xanax), ascorbic acid (vitamin c), biotin, bupropion (wellbutrin) since (B)(6) 2013, lisinopril, spironolactone, vaccinium macrocarpon (cranberry) and zinc. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced hypoaesthesia ("numbness") and paraesthesia ("tingling"). On (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuation"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection, alopecia ("lost my hair/hair loss"), abdominal pain upper ("severe stomach pain"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/ posterior aspect of right lateral abdomen and right upper quadrant and abdomen. (Crampy, does not radiate and pain level is 5 to 8)"), fungal infection ("yeast infections"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), depression ("worsening of depression"), acne ("facial acne"), skin disorder ("skin problems"), diarrhoea ("diarrhea"), libido decreased ("decreased libido"), anxiety ("anxiety"), flank pain ("right flank pain"), rash ("skin rashes on legs"), rosacea ("rosacea"), abdominal distension ("bloating"), back pain ("severe back pain, when not menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (she underwent total hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain upper, fungal infection, tooth loss, depression, acne, skin disorder, libido decreased, anxiety, flank pain, rash, rosacea, abdominal distension and back pain outcome was unknown and the alopecia, abdominal pain lower, weight fluctuation, fatigue, diarrhoea, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, hypoaesthesia, paraesthesia, weight increased and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, alopecia, anxiety, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, fatigue, flank pain, fungal infection, hypoaesthesia, libido decreased, menorrhagia, paraesthesia, pelvic pain, rash, rosacea, skin disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer lost her job due to pain from essure. Since her removal surgery, palntiff continues to experience the above-referenced symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; in (B)(6) 2013: confirming full occlusion fallopian tube (B)(6) 2012: ultrasound uterus - impression- homogenous retro verted uterus with endometrium measuring 2 mm; bilateral essure coils are seen in uterine cornu, right ovary is absent to surgical removal; left ovary and cul de sac appear unmark able. (B)(6) 2012: ultrasound gallbladder - status post essure fallopian tube occlusion. Retroflexed uterus. Uterus is otherwise unremarkable. Bladder is partially distended and unremarkable. (B)(6) 2012 : ultrasound vaginal - and bright echo reflectors are visualized bilaterally consistent with bilateral essure fallopian tube coil placernent. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-jan-2018: case medically confirmed.events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), numbness and tingling, weight gain, and weight loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2004, osteopenia, blood pressure high, irritable bowel syndrome, urinary tract infection, papanicolaou smear abnormal, anxiety and tonsillectomy. Previously administered products included for an unreported indication: tylenol with codeine. Past adverse reactions to the above products included multiple allergies with tylenol with codeine. Concurrent conditions included overweight, smoker, vomiting, shortness of breath, joint pain and sleep problem. Family history included hypertension and breast cancer. Concomitant products included alprazolam (xanax), ascorbic acid (vitamin c), biotin, bupropion (wellbutrin) since (B)(6)2013, lisinopril, spironolactone, vaccinium macrocarpon (cranberry) and zinc. On (B)(6)2012, the patient had essure inserted. On(B)(6)2012, 1 month 23 days after insertion of essure, the patient experienced gastrointestinal disorder ("digestive system condition"). On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). On (B)(6)2014, the patient experienced weight fluctuation ("weight fluctuation"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("urinary tract infections"), alopecia ("lost my hair/hair loss"), abdominal pain upper ("severe stomach pain"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/ posterior aspect of right lateral abdomen and right upper quadrant and abdomen. (Crampy, does not radiate and pain level is 5 to 8)"), fungal infection ("yeast infections"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), depression ("worsening of depression"), acne ("facial acne"), skin disorder ("skin problems"), diarrhoea ("diarrhea"), libido decreased ("decreased libido"), anxiety ("anxiety"), flank pain ("right flank pain"), rash ("skin rashes on legs"), rosacea ("rosacea"), abdominal distension ("bloating"), back pain ("severe back pain, when not menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder disorder"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (she underwent total hysterectomy and left salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain upper, fungal infection, tooth loss, depression, acne, skin disorder, libido decreased, anxiety, flank pain, rash, rosacea, abdominal distension, back pain and gastrointestinal disorder outcome was unknown and the alopecia, abdominal pain lower, weight fluctuation, fatigue, diarrhoea, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, hypoaesthesia, paraesthesia, weight increased and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, alopecia, anxiety, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, fatigue, flank pain, fungal infection, gastrointestinal disorder, hypoaesthesia, libido decreased, menorrhagia, paraesthesia, pelvic pain, rash, rosacea, skin disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer lost her job due to pain from essure. Since her removal surgery, palntiff continues to experience the above-referenced symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion; in march 2013: confirming full occlusion fallopian tube (B)(6)2012: ultrasound uterus - impression- homogenous retro verted uterus with endometrium measuring 2 mm; bilateral essure coils are seen in uterine cornu, right ovary is absent to surgical removal; left ovary and cul de sac appear unmark able. (B)(6)2012: ultrasound gallbladder - status post essure fallopian tube occlusion. Retroflexed uterus. Uterus is otherwise unremarkable. Bladder is partially distended and unremarkable. (B)(6)2012 : ultrasound vaginal - and bright echo reflectors are visualized bilaterally consistent with bilateral essure fallopian tube coil placernent. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs updated, onset date updated, events added - gastrointestinal or digestive system condition. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.